Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient states that three days ago she wore the pump swimming. She said that following the swim the up and down arrows were not activating desired pump functions when pressed. She states she used more force on the buttons to get them to respond and she accidentally tore the keypad. Although the torn keypad is clearly visible to the user, it reportedly resulted from increased force upon button presses. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was torn and over the up arrow keypad button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reported in the original complaint that the keypad tear occurred after the buttons were already unresponsive. Evaluation revealed that all keypad buttons are intermittently responsive and do not have normal spring back. There was evidence of corrosion found under the up arrow and down arrow button key contacts.